Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller and a shorted d2 diode on the bedside pca. The root cause for the shorted u13 microcontroller and shorted d2 diode could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (battery reading wrong in monitor) has been confirmed.  Upon investigation the monitor was unable to detect when a battery was in the monitor.  The cause for the failure was isolated to corrosion in the j1 battery connector. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device manufacturer date: monitor: 02/20/2013, charger: 01/15/2016, battery: 08/13/2019.

Event description:
A us distributor reported that a patient was receiving battery and charger faults and the battery was reading incorrectly in the monitor.